Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion (pbd). A new device was then implanted. No additional adverse patient effects were reported.